Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device would not interrogate. Estimated longevity given on june 10, 2003 was >19 months. The device was subsequently replaced.